Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. Down load receiver log and review. Found multiple reboot receiver and error recovery within the investigation window. Run receiver functional tests. Pass all relevant testing. He reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.